Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab 08-mar-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00104 and 3008114965-2023-00105. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent component was returned detached from the delivery wire. The delivery wire and the introducer were observed without any damages (i.e., no kinks, bents, and no elongations). The complaint device was inspected under a microscope. The deployed stent component was observed to be in good condition. There was no structural damage observed (i.e., no broken struts, no kinks). It was also observed to be fully expanded and both distal ends were completely flared. The issue documented in the complaint that the stent became impeded in the microcatheter cannot be evaluated through functional testing; it is necessary that the stent must be still inside the introducer tube to perform the functional analysis. With the limited evidence available, the root cause cannot be determined. It is possible that clinical and procedural factors, including device manipulation, patient's vessels, and operator's technique, may have contributed to the reported failure. The stent detachment was not originally documented in the complaint and this was reported to still be on the delivery wire when it was removed, therefore, the stent may have become detached during the post-operative handling/inspection of the device and it is not related to the issue encountered during the procedure. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610124. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: the code ¿no findings available (c20)¿ code was used in investigation findings to document that the reported issue related to the stent component being impeded in the microcatheter could not be functionally evaluated due to the stent component returned already detached from the delivery wire. This code corresponds with the ¿cause not established (d15)¿ code used in the investigation conclusions. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00104 and 3008114965-2023-00105. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, and weight, were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Initial reporter address line 1: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(6) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610124. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00105. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the complaint device, a 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 6610124) was impeded in the concomitant complaint microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30894116) and could not be further advanced. The physician retracted the stent and the microcatheter and replaced both devices to complete the procedure. There was no report of any negative impact to the patient. On (B)(6) 2023, additional information was received. The information indicated that the patient is a 64-year-old male; the procedure was targeting an ophthalmic artery segment aneurysm. When the stent was removed, it was still on the delivery wire. The stent / stent delivery system did not appear damage. Nothing unusual was noted about the system prior to use. A continuous flush had been maintained through the microcatheter. There was no damage observed on the microcatheter; the information also indicated that no other device went through the microcatheter without issue. The replacement devices were not another 4.5mm x 22mm enterprise stent and not another prowler select plus microcatheter. There was no clinically significant delay as a result of the reported issue.